Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloons were bursted without any power. It was reported by the affiliate that "original 4 instruments were claimed but only 2 received." There was no consequence to the pt. Add'l info received 1/22/97. It was clarified that there was pieces generated, and they were retrieved.